Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm every 2 hours. Customer's blood glucose level was 6.3 mmol/l during the time of initial alarms and 14.6 mmol/l is the most recent recording. Customer attempted to treat with the pump. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. Customer tried to bolus after troubleshooting and customer got another no delivery alarm. Customer performed a 5.0 u fixed prime and stated that the insulin did exit. Customer was able to remove the set to examine the cannula. Customer stated that the alarm may have been due to the bent cannula. No additional information provided.